Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The end user stats that the wheels are threaded improperly and they do not roll smoothly on the floor. The end user states that the chair does not have all of the wheels on the floor at the same time.